Event description:
It was reported that the user¿s glucose rose above target after announcing a smaller-than-usual meal but consuming a regular or larger meal, reaching a peak of 274 mg/dl while using the ilet pump; troubleshooting included monitoring, then changing the full infusion supply set when glucose continued to rise, after which correction dosing resumed and glucose trended down, with no device alarms noted and no leaks reported. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure associated with the user interface, consistent with an incorrect meal size announcement leading to elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.